Event description:
Pump thrombosis. Cardiogenic shock. Cardiac arrest. Death. Elevated pump power, low pump index, tachycardia, tachypnea. Pt required intubation, started on inotropic support; had cardiac arrest, and died later in the day.